Manufacturer narrative:
The device was taken out of service and returned to the manufacturer for evaluation. A definitive root cause cannot be identified at this time, however enhancements to anesthesia-rx¿ implemented in 2013 are believed to mitigate the occurrence of this type of event on devices manufactured after that time. The subject device was manufactured prior to the 2013 enhancements. Upon its return to the manufacturer for evaluation, a new product was provided to the reporting site.

Event description:
On (B)(6) 2016, a report was received from a customer stating that while using an aesynt incorporated anesthesia-rx medication dispensing cart, they began to notice smoke and a smell of burning while performing a surgery. The device was promptly removed from the room and neither the patient nor staff was injured in this incident. Reference inquiry number (B)(4).